Event description:
It was reported an issue with monosyn suture. The client reported that they had a strange fault with two pieces of monosyn 5/0 ds12 in the crimping area of the thread: the metal was pressed out and the needle was thus straining the tissue. The other threads used in the same pack were normal. In all these years, they have never noticed this with any other thread, so there may be a production problem. The customer provided the following additional information: the needle looked inconspicuously metallic. Photo is only dried blood. Op cutaneous excision. The defect was noticed during the first puncture in the subcutis, therefore no damage to the patient. No further information has been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, only some pictures showing a suture with the needle damaged/deformed near needle attachment area. Upon investigation, it has been determined that this defect was caused during manufacturing process, when the operator performs the needle-thread attachment. This issue should have been detected during this process and these units should have been discarded. The involved personnel will be informed about this incidence. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. The needle manufacturer has also reviewed the needle raw material batch manufacturing record and no deviations have been found. The needle raw material batch used in this product have conforming bending strength (2.92 nxcm in minimum and the minimum bending strength specification for this needle is > 2.3 nxcm), and also conforming ductility performances. Conclusion root cause analysis: the root-cause determined is an improper needle-thread attachment during manufacturing process, causing the needle to be deformed/damaged. Final conclusion: taking into account that the pictures received show a sample that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.